Event description:
Caller reported an issue with a cgm error, specifically error 42. After consulting with technical support, who provided detailed instructions for resetting the pump, the caller was guided through the reset process. There was no adverse impact on the customer¿s blood glucose level as the error did not reoccur, and the caller successfully began a new sensor session.